Manufacturer narrative:
Device now available for evaluation. Method,results and conclusion codes edited to reflect device evaluation. Device evaluation: the device was evaluated on 19 july 2018. There is no visible damage to the device. All fibers light up in the distal tip and proximal coupler. The device over all shows very little use. There is no alleged deficiency with the glidelight device.